Event description:
Pt fell out of portable hydraulic lift during transfer from chair to bed on 12/24/96 at 6:30 pm. Sustained multiple fractures to both legs. Initially was hospitalized for 1 night then returned to nursing home. Cast had been applied to right lower leg. Further x-rays were done 12/28/96 and cast applied to left leg. Pt developed lung congestion and fever. Antibiotic started 12/30/96. Expired 1/5/97.